Manufacturer narrative:
The customer states that the set is leaking. There was no patient involved. The report refers to product code 773621 1000ml dehp free 924 with lot number unknown. A device history record review could not be performed because the lot number is unknown from nellcor. A review of the complaint history for this part number from july 2015 to july 2017 was conducted identifying 5 similar complaint received for the condition reported. Since this complaint has more 60 days of open and as the sample is not available for evaluation, the issue could not be confirmed. The root cause and corrective actions could not be identified since the sample was not received for evaluation. This complaint will be closed with no further action; if sample is available later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. Investigation completed on july 04, 2017 by (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the set is leaking. There was no patient involved.